Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that pump error 23 occurred but the pump was neither stored nor without a battery for more than 8 hours. Customer were able to clear the alarm and rewind the pump. No further patient complications were reported. The trouble shooting was performed and advised that pump will need to be replaced. The customer will discontinue the use of device.

Manufacturer narrative:
Unit passed the displacement test and self-test. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. The history was download successfully using thus software. The long trace history file did not confirm stuck keypad error/ pump error 61 alarm on (B)(6) 2022. No physical damage noted during visual inspection. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for pump error 23 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.